Event description:
It was reported that when the customer inserted the temporary pacing electrode catheter balloon, the balloon did not inflate. They would like a replacement. Per follow up via email on 11jun2024, it was reported that the patient was fine and they used another temporary wire and it worked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the customer inserted the temporary pacing electrode catheter balloon, the balloon did not inflate. They would like a replacement. Per follow up via email on (B)(6) 2024, it was reported that the patient was fine and they used another temporary wire and it worked.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Potential causes of failure: operator error; incorrect electrode dimensions, wrong crimper jaws used, equipment malfunction; operator error, handling; crimp machine out of adjustment or malfunctioning; splice machine out of adjustment or malfunctioning, splice band material defective; no continuity; splice bands/circuit wires touching within mold, circuit wires touching within shaft; broken wires caused by incorrect molder settings, improper placement of bifurcation into mold, handling; improper splice / improper contact between circuit wire and electrodes; broken wires, non-stripped wires, loose crimp. DHR review did not show any problems or conditions. The instructions for use were found adequate and state the following: precautions: excessive bending, torquing, or kinking of the electrode catheter may cause damage to the catheter including damage to internal wires. Inspection instructions: visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage. Electrical connections for pacing: 1. Insert adapter pin into standard 2 mm (0.080) pin receptacle of equipment. If equipment contains a locking mechanism such as a collet or thumbscrew, tighten down onto adapter. Leave affixed to equipment. Warning: inappropriate electrical connections, e.g., into a wall socket, may pose serious risk of adverse health consequences or death. 2. Thread leads of catheter through the adapter eyelet. Connect the negative jack (marked distal) to the negative terminal of the external pulse generator, and the positive jack (unmarked) to the positive terminal of the pulse generator. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.